Manufacturer narrative:
This report has been submitted to provide additional information from the customer (country microbiological test results). The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where. - distal end cap cover --- insulation < threshold. - charged coupled device cover lens --- scratched and dents. - adhesive around objective lens --- crack. - bending section rubber glue --- separated. - connecting tube --- wrinkle. - universal cord --- buckles. - angulation --- play. - angulation: less or specified value. - charged coupled device unit cable --- too short. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a routine microbiological culture was performed on all channels of the evis exera ii colonovideoscope. The scope tested positive for greater than one hundred (100) colony forming units (cfus) of unknown microorganisms. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The results were not provided. The air/water channel and auxiliary channel were flushed. The scope was precleaned with franklab ddn9 detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, and instrument channel port and distal end/areas around the elevator were manually cleaned with franklab ddn9 detergent, and asept inmed brushes (reference # (B)(4) and albyn medical brushes (reference # (B)(4). The aer used was a soluscope 4 along with soluscope c detergent and soluscope p disinfectant. The scope was stored horizontally in simple cabinet without drying function. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.